Event description:
It was reported, at a normal pump refill, that there was a volume discrepancy. The expected reservoir volume was 4.1ml and the actual reservoir volume was 15ml. The patient reported feeling a little more sleepy, a headache in the morning and maybe a slight increase in spasticity. The report indicated that "she has gone through return of symptoms in the past and she does not think it is this." A pump memory error was also reported. This occurred during interrogation. The report indicated that "pump at normal settings not stopped pump." Device troubleshooting was recommended. The reporter also indicated that at the time of that last refill a low battery was determined. A pump replacement was scheduled in two weeks; however, the reporter was going to see if the pump could be replaced sooner. The pump was used to deliver baclofen. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.